Event description:
On (B) (6) 2008, the patient underwent surgery with the long g3 nail (300mm). On (B) (6) 2010, the surgeon found through the x-ray that the nail was broken in the part of lag screw hole. In opinion of surgeon at this time, fracture part of patient was a non union. Afterwards, the surgeon used the long g3 nail (340mm) in the revision surgery on (B) (6) 2010. The revision surgery was completed without problem. The surgeon requested the investigation of the broken long nail (300mm).

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.